Manufacturer narrative:
No devices or photos were returned therefore a determination on the condition could not be made. The device was use for treatment. Multiple attempts were made for additional information; however, none received to date. Due to the lack of a lot number, the exact instructions for use included with the impactor is unknown; however devices of this type are supplied with instructions for use that states "do not subject instruments to high loads and/or impact as breakage can occur." With the provided information an exact cause could not be determined.

Manufacturer narrative:
Information was received via mw #5057520. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the inserter tip broke off in the implant during surgery.